Event description:
The pt received his scs system on (B)(6) 2011 including two percutaneous leads (from the same lot). It was reported the pt fell. Over time the pt no longer received stimulation and the amplitude would stop at perception. An sjm representative met with the pt on three occasions to resolve the impedance issues he was experiencing. The impedance issue was overcome on the first meeting. On the second meeting, the pt stated he was experiencing a loss of stimulation and overstimulation when he would move to different positions. The sjm representative readjusted the amplitude to lower settings. On the third meeting, the sjm representative tried to resolve the issue by reprogramming the pt, but was unsuccessful. X-rays were taken and did not show lead migration. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.